Manufacturer narrative:
The 1845000 (indigo drill) <(>&<)> 1845020 (indigo angled attachment): the product analysis indicates that the reported overheating was confirmed. The one-minute pre-repair temperature test results were 129 degrees f and 133 degrees f. The drill failed tests. No repairs were performed. (B)(4). Conclusion: use error caused or contributed to event .

Manufacturer narrative:
Concomitant product: 1845000 ¿ drill, indigo high speed otologic; serial number ¿ (B)(4); lot number - 209989479; manufacture date ¿ august 13, 2015; 510k - k081475. Initial inspection performed by medtronic (B)(4) indicates that the service technician was unable to lock the attachment with the bur and the bur lock was not turning. The attachment is to be forwarded to the u.s. For analysis. 1845000 (drill): initial inspection performed by medtronic (B)(4) indicates that the drill was working well. The reported overheating could not be confirmed. The one-minute pre-repair temperature test results were as follows: 88.2 degrees f at t1 and 85.5 degrees f at t2.

Event description:
The available information indicates that prior to use, the drill and attachment overheated rapidly. There was no injury reported as a result of this event.